Manufacturer narrative:
An urgent medical device recall letter was sent on (B)(6) 2021 to the affected customers. The urgent medical device recall letter was sent to notify customers that the affected product has been voluntarily recalled by stryker and will be removed from their inventory by the local representative.

Event description:
A company representative reported that a sterile cascadia an interbody was noted to be the wrong size as it was being prepared on the back table during surgery. Further investigation identified that the labelling on the package indicated the device was a 10 x 28 x 14 mm interbody (6101-2102814nc-g2) while the device inside the packaging was actually a 10 x 22 x 15 mm interbody (6101-2102215nc-g2). The direct part marking on the device correctly identified the dimensions; the discrepancy was with the labels on the exterior packaging and the inner tyvek seal. The case was successfully completed following a ten-minute delay and there were no adverse consequences to the patient.

Event description:
A company representative reported that a sterile cascadia an interbody was noted to be the wrong size as it was being prepared on the back table during surgery. Further investigation identified that the labelling on the package indicated the device was a 10 x 28 x 14 mm interbody (6101-2102814nc-g2) while the device inside the packaging was actually a 10 x 22 x 15 mm interbody (6101-2102215nc-g2). The direct part marking on the device correctly identified the dimensions; the discrepancy was with the labels on the exterior packaging and the inner tyvek seal. The case was successfully completed following a ten-minute delay and there were no adverse consequences to the patient.

Manufacturer narrative:
Correction to d4 (gtin/UDI).

Event description:
A company representative reported that a sterile cascadia an interbody was noted to be the wrong size as it was being prepared on the back table during surgery. Further investigation identified that the labelling on the package indicated the device was a 10 x 28 x 14 mm interbody (6101-2102814nc-g2) while the device inside the packaging was actually a 10 x 22 x 15 mm interbody (6101-2102215nc-g2). The direct part marking on the device correctly identified the dimensions; the discrepancy was with the labels on the exterior packaging and the inner tyvek seal. The case was successfully completed following a ten-minute delay and there were no adverse consequences to the patient.

Manufacturer narrative:
An urgent medical device recall letter was sent on (B)(6) 2021 to the affected customers. The urgent medical device recall letter was sent to notify customers that the affected product has been voluntarily recalled by stryker and will be removed from their inventory by the local representative.

Event description:
A company representative reported that a sterile cascadia an interbody was noted to be the wrong size as it was being prepared on the back table during surgery. Further investigation identified that the labelling on the package indicated the device was a 10 x 28 x 14 mm interbody (6101-2102814nc-g2) while the device inside the packaging was actually a 10 x 22 x 15 mm interbody (6101-2102215nc-g2). The direct part marking on the device correctly identified the dimensions; the discrepancy was with the labels on the exterior packaging and the inner tyvek seal. The case was successfully completed following a ten-minute delay and there were no adverse consequences to the patient.